Manufacturer narrative:
A review of the service report indicates the customer reported a touch screen issue. The company representative examined the system and found an issue with the dvd drive during service which was unrelated to the customer reported event. The company representative also confirmed the customer reported event as the company representative stated there was no touch screen response and the system's event log was unable to be downloaded. The company representative replaced the dvd drive, reloaded the system's software and completed the touch screen calibration. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A nurse reported a system displayed a problem with the touchscreen during a procedure. The case was completed using the same equipment following a 20 minute delay. There was no harm to the pt.